Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the wires on the fenestrated bipolar forceps broke and were exposed at the tip of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no thermal damage or arcing was observed during procedure. There was no patient injury or adverse event caused as a result of the instrument issue. The procedure was completed with a backup instrument. No images or patient demographics available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Also, the fbf was found to have thermal damage on the bipolar yaw pulley. The thermal damage was found next to the instrument grip cable. There was also damage on the conductor wire¿s insulation. The conductor wire's insulation was found nicked at the distal yaw pulley with no exposed internal wire. There was no sign of thermal damage on the conductor wire and no missing piece of insulation. The instrument passed electrical continuity test. Additionally, the fbf was found to have indentations on the edge of the distal idler pulleys. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.